Event description:
The user facility reported a 66-year-old female patient on impella support had experienced a access site bleed. The bleeding improved slightly after the sheath adjustment and the patient was administered and unknown amount of units of blood.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported access site bleeding issue has been completed since the original report was filed. Product was not returned for investigation. The cause of the access site bleeding issue was most likely use related since bleeding was improved after angle match of sheath, based on provided clinal information.